Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a significant drop in r-waves and capture anomaly were noted. Lead dislodgement was observed via diagnostic imaging. Patient was asymptomatic. Lead was extracted without complications.